Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(4)-2011 02:15:04 and (B)(4)-2011 02:15:05. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace = 1008 to 2496 ohms peak between (B)(4)-2010 and (B)(4)-2011.

Event description:
It was reported that the patient alert was triggered due to high impedance. It was noted that impedance has been rising over the past year. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert was triggered due to high impedance. It was noted that impedance has been rising over the past year. It was further reported that lead impedance continues to increase and remains high. Also, there have been episodes of non-sustained tachycardia (nst) that look like true ventricular tachycardia (vt), however the rate listed in the episode log and episode details disagrees with the rates observed. The percentages of time and the speed of the arrhythmia differs from one diagnostic to another. It has yet to be determined if this is a measuring or diagnostic issue. The lead and device remain in use. No patient complications have been reported as a result of this event.